Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros stimulator (ins). The rep reported that the lead presented with all contacts out of range. The rep reported that measurements were taken multiple times. The lead was removed and reinserted with the same results. The lead was tried in both connection ports with the same results. The rep reported that they were able to obtain satisfactory coverage using the existing other lead. No further complications were reported.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no additional actions were taken to resolve the issue. The out of range contacts had not resolved, but the patient had satisfactory coverage with other contacts. No further actions were planned.